Event description:
It was reported that during a breast biopsy, the physician was having trouble injecting lidocaine into the biopsy site. After the case was completed, the biomed noticed that the internal gears were lifting. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.